Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the cartridges could not be closed fully and they did not take/become the firing shape. Therefore, the firing did not happen and the cartridges were not used. The cartridges were tried with two different staplers, but the problem could not be solved. The case was completed by another device without any complication. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted that the loading units had a full staple complement. Functionally the loading unit were loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon was not able to press the green button and squeeze the handle. Therefore, the firing did not happen and the cartridges were not used. The cartridges were tried with two different staplers, but the problem could not be solved. The case was completed with another device without any complication. There was no patient injury.